Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v183296, implanted: (B)(6) 2009, explanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that the patient's first lead broke a year after her implant in 2010. The lead was replaced. No other information was reported.